Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the defect was not provided at the time of this report. A device history record review could not be conducted since the lot number was not provided. No corrective action can be established at this time. It is necessary to have the device sample to perform a proper investigation to confirm the alleged defect reported, determine the root cause and corresponding corrective actions. Customer complaint cannot be confirmed based only on the information provided. If the device sample becomes available at a later date this complaint will be updated with the evaluation results.

Event description:
Customer complaint alleges the "connector is coming unglued from the circuit, and is also showing signs of cracking.(captured in MDR 3004365956-2017-00325). Alleged defect reported as detected during use. It was reported there was no injury or consequence to the patient.